Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a review of the receiving inspection (ri) for poly screw driver reten sleeve was conducted identifying that lot number pc4986281 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 03 mar 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the poly screw driver reten sleeve (part #: 202000401, lot #: (B)(4)) was received at us customer quality (cq). Visual inspection of the complaint device shows no defect. Functional test: a functional assessment was perform by actuating the trigger housing component. It was able to release and close the grip. The mating device could not assemble with this complaint device as it was defective. Can the complaint be replicated with the returned device? Yes. Dimensional inspection: measured dimensions. Distal shaft od = conform. Middle shaft od = conform. Hole ID = 4.62mm pin gage go in. Hole ID = 4.63mm pin gage does not go in. Document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the poly screw driver reten sleeve could not assemble with the poly screw driver shaft. However during the investigation, it was found that the poly screwdriver reten sleeve was not the defective device as no defect was found related to it. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a posterior cervical case using the symphony system surgery. During the surgery, a screwdriver shaft was binding as if it is bent. The surgery was completed successfully. The patient outcome was unknown. This complaint involves two (2) devices. This report is for (1)poly screw driver reten sleeve. This report is 2 of 2 for (B)(4).